Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: electric safe will be performed after repair; and it was confirmed that the connector is loose and malfunctioning with the picture. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited video connection issues. There were no reports of patient involvement.

Event description:
It was observed, during device inspection, that the image output of the video system was intermittent. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, e1, e2, e3, g2 ( health professional, user facility should be unmarked). Correction to h6: component code: 4749, light source does not apply to this event. Correction to h6: problem code: 1371, loose or intermittent connection and 2900, connection problem do not apply to this event. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the investigation, the intermittent image output was likely, due to a failure of the video connector's lock lever, which is causing an abnormal connection with the scope. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.